Event description:
The customer reported that the pump had an alarm after the batteries were changed. The alarm was cleared. Later, the customer called back for high bgs. It was stated that the paramedics were called. The customer called again and informed that they were hospitalized for dka. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a fixed prime test was completed and the insulin exited. Explained the two high bg rule.